Event description:
While performing a contract preventative maintenance inspection on the device, a physio-control field service rep observed that the unit failed to charge to 360 joules. The device would charge and display 321 joules, the service light came on, and a fault code was logged in the memory. The error occurred in manual mode. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed the error code logged in; however, it did not re-occur while testing. The assembly function normally on a mock up device. Further root cause of the reported failure was not determined.